Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in stent restenosis occurred. A 2.50x20 mm taxus express2 drug eluting stent was placed in a lesion located in the left anterior descending (lad) artery. Seven mos post the initial procedure, in stent restenosis was identified. The restenosis was treated with a 2.50x16 mm taxus express2 drug eluting stent. No add'l pt complications were reported. Pt status reported as "fine". Add'l info is unavailable.

Manufacturer narrative:
The cause of the difficulties stated in the complaint could not be determined. The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.